Event description:
IV started in dorsum of right hand with 22g intima catheter. After IV was inserted, while running normal saline solution, prior to starting medication, the patient complained of leaking at IV site. Rn noted a crack in the hub of the catheter. IV was removed and re-started in another location on the patient.